Event description:
During a pta/stenting treatment procedure, the sentinol nitinol biliary stent system did not have a stent mounted on the delivery catheter. The device was advanced to the target lesion. During a deployment attempt the physician discovered the stent was not present on the delivery catheter. The device was removed. No patient injuries or complications were reported. The patient's status was reported as 'ok'.